Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015, the patient received an error message for a firmware error. There was no report of injury or medical intervention. No additional event or patient information is available.